Manufacturer narrative:
Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A female patient developed iritis and keratitis in the left eye while using renu with moistureloc multi-purpose solution. In 2006, the patient presented herself to the emergency room with symptoms of the left eye swelling and was prescribed acular ls, 1 drop 4 times daily and "ciproslox", 1 drop 4 times daily in the left eye. The patient also experienced symptoms of sensitivity to light and eye redness. About four days later, the patient sought treatment from an eye doctor. The eye doctor diagnosed her with primary iritis and secondary keratitis in the left eye. The patient was advised to discontinue acular ls, continue "ciproflex" and was prescribed econopred, 1 drop every 2 hours. She was also given a prescription of hydrocodone for pain. On the third day, the patient had a follow-up visit with the the eye doctor and she continued to have burning, sensitivity to light and foggy vision. The patient's diagnosis was the same, but she was then referred to a corneal specialist. Two days later, the patient saw the corneal specialist and had symptoms of a foreign body sensation, pain, photophobia and blurred vision. The patient diagnosis was not provided; however, it was reported that the patient was continued on econopred and was given a prescription of tobradex. The patient was also advised to discontinued contact lens wear for two weeks.